Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
Procedure: mis tlif procedure. International affiliate reports the tip of the screwdriver had broken off from the instrument. Reports it is possible that instrument was damaged in transit and was broken while packing the kit. However, it is not positively known when/where tip breakage occurred. Note: the affiliate reports the product specialist spent time with the surgeon going through post operative images for this patient to see if the broken tip was in the patient. They were unable to identify any part of an instrument has having been left in the patient.

Manufacturer narrative:
Visual examination of the returned driver found breakage occurred on the most distal portion of the driver¿s tip. The remaining portion of the tip was not returned for evaluation and its location is unknown. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A CAPA was initiated to address previous tip breakage through design modification and material change. Testing on production level instruments had determined that tip breakage was the result of a brittle fracture of the material. This production lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.